Event description:
It was reported that this was a vessel closure of an unspecified access site using the pre-close technique prior to a thoracic endovascular aneurysm repair (tevar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. Reportedly, the third device stop [plunger] stopped and was unable to be pulled so that the thread [suture] didn't come out. When the thread was successfully pulled, there was no entanglement [cuff miss]. The sutures of two new proglide devices were successfully pre-placed. The tevar procedure was completed using the same sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported needle to cuff miss was confirmed. The reported plunger retraction issue could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, the returned plunger was re-inserted. The plunger was retracted with no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported needle to cuff miss appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Factors that may contribute to plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 2577 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the common femoral artery via a 7f sheath hole. The sutures of two proglide devices were successfully pre-placed. Reportedly, the third proglide device stop [plunger] stopped and was unable to be pulled so that the thread [suture] didn't come out [difficult to retract plunger]. When the thread was successfully pulled, there was no entanglement [cuff miss]. The thread [suture] of the fourth proglide device didn't come out during step 3 [cuff miss]. The suture of a new proglide device was successfully pre-placed. The tevar procedure was completed using the 7f sheath. No additional information was provided.